Event description:
The user facility reported that a phlebotomist was "stuck with the needle" when she attempted to activate the safety device on the winged blood collection set. Reportedly, the safety sheath cracked near the middle as the user was pushing down during activation, and then, the phlebotomist's hand slipped forward causing the needlestick.